Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called stating, she was hospitalized for low blood glucose levels. The customer stated, she was pregnant. The customer stated, she had been vomiting prior to the hospitalization. Troubleshooting revealed that the customer had made changes to the insulin pump programming one day prior to the hospitalization.